Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the returned device data. The returned device data have been inspected. The analysis confirmed the clinical observation, which resulted from an unexpected battery behavior. A defective component cannot be excluded. Based on the available information, the root cause was not determinable and it can only be clarified by an analysis of the ICD itself. However, it was reported that the ICD will not become available for analysis. Should further relevant information or the device become available, this report will be updated.

Event description:
After an implantation period of approx. 30 months, it was reported that the device shows the eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.